Event description:
The customer reported the device displayed the defib failure - cycle power message/instruction with the error code 01000 (defib biphase error). There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the defib failure - cycle power message/instruction with the error code 01000 (defib biphase error). There was no pt involvement. The philips rep evaluated the device and replaced the power pca to resolve this issue.